Event description:
A report was received that the patient underwent a revision due to the clik anchors protruding from the patient's incision site causing discomfort. The clik anchors were explanted. The physician believes the discomfort was device related as the clik anchors were too big for the thin patient.